Event description:
Physician reported right side "leak from the adhesive surface of the injection port". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Use error: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported right side "leak from the adhesive surface of the injection port". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - deflation: observed opening but cannot perform an assessment of the opening as no microscopic analysis can be performed. - use error: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a4, a6, h6.

Event description:
Physician reported right side "leak from the adhesive surface of the injection port". Device has been explanted.